Event description:
The following has been reported by customer: the equipment infused medication in a shorter time than programmed. There was no harm to the patient. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.